Event description:
It was reported that while on pt, an IV bag containing water burst over the ventilator. The ventilator have been failing pre-use check since then. (B)(4).

Manufacturer narrative:
The reported failures during pre-use check were confirmed in the received device logs. According to the logs, several alarms were also generated during ventilation. The following printed circuit boards were replaced; pc 1784 expiratory channel, two pressure transducer boards pc 1781, pc 1771 control, pc 1772 monitoring and pc 1780 pneumatic back-plane. Also the air gas module, the oxygen gas module and the o2 cell were replaced. The replaced parts have not been requested for investigation since the root cause of the problem is known. Water inside the ventilator causes damages on the printed circuit boards and other parts of the ventilator, which in turn might cause failures during pre-use check and alarms during ventilation. (B)(4).